Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked during the procedure. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The user is mynx certified. The device was not inspected for damages when removed from the package. The device stored and prepped per instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked during the procedure. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity. The user was mynx certified. The device was not inspected for damages when removed from the package. The device stored and prepped per instructions for use (IFU). Additional information was requested but not provided. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was found in the open position. The sealant was exposed on the distal end in its manufactured position due to the frayed/split condition of the sealant sleeves. Neither the procedural sheath, nor the syringe used with the unit was returned for this evaluation. No additional anomalies were observed during this analysis. An insertion/withdrawal functional test could not be performed due to the condition of the sealant sleeves. Nevertheless, a functional deployment evaluation was executed due to the premature exposure of the sealant observed in the received condition of the unit. Using a syringe, the complete deflation of the balloon was promoted, and after obtaining the adequate tension indication, buttons 1 and 2 were depressed, achieving the expected mechanism. The sealant was deployed, and the balloon was retracted successfully, showing no traces of malfunction that could be related to a compromised mechanism. A magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeves presented a frayed/split/torn condition. Additionally, a prematurely exposed state of the sealant was observed on the distal portion. Nevertheless, no presence of any crack or similar superficial damage was observed on the sleeves¿ surface. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which may have been the issue experienced by the customer. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle), access site vessel characteristics (there was moderate vessel tortuosity), and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.